Event description:
The patient fell 2-3 weeks ago and broke his left shoulder. The patient was taken in for an x-ray and the devices were turned off. When they turned the device back on, on the left side, the patient's right side of his mouth drooped and his right hand started to shake. The patient was in a nursing home. They were encouraged to contact the patient's physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.